Event description:
It was reported that a small volume infusor experienced a no flow. This occurred during infusion of fluorouracil. The device was connected for seven days and no solution was delivered. The patient¿s central venous catheter functioned properly. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that there was no flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.